Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated.

Manufacturer narrative:
The pod was received fully deployed. The pod data showed the device ran for more than 200 pulses and completed immediate boluses outside of the priming sequence. No damages or deficiencies to the needle mechanism were observed that would result in a failure of the needle mechanism. No damages to the environmental seal or bottom housing were observed. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. No problem was found. No damages or deficiencies to the fluid path or needle mechanism were observed that could have resulted in the cannula failing to properly insert into the infusion site. No damages to the environmental seal or bottom housing were observed. The cause of the reported unsure properly inserted cannula event could not be determined. An occlusion during runtime (threshold exceeded, not at end of bolus), alarm was observed in the pod data along with timeouts. No damages or deficiencies were observed that could have contributed to the observed occlusion alarm. The cause of the occlusion alarm could not be determined.